Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in the subject device the rubber boot on the cable where it attaches to the camera is separating and exposing internals.. There were no reports of patient involvement.

Event description:
The event occurred during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable boot was detached from camera and failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the rubber boot on the cable where it attaches to the camera itself was separating and exposing internals due to detachment of the cable boot from the camera. However, the most probable cause for additional malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.